Manufacturer narrative:
Two devices were returned to omsc for evaluation. There was no information about the order of the device use. There were no abnormalities in the transducer. This MDR is regarding the one of two devices. The evaluation confirmed that the ptfe pad was worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-00458.

Event description:
During a total laparoscopic hysterectomy, the subject device was used. After 10 minutes of use, the ptfe pad of the devices was separated. The user exchanged it with the 2nd device of sb-0535fc and continued the procedure. However, the ptfe pad of the devices was separated in the middle of use. The user exchanged the transducer and continued the procedure. However, probe damage error occurred. The procedure was completed with another sonicbeat. There was no patient injury reported. This MDR is regarding the one of two devices.